Manufacturer narrative:
Visual findings observed only 1 gait belt was received with a lot number 1335t003. Frayed material observed near box stitch and wash label. Wash label has creases indicating that the product has been washed. Evaluation found the webbing exhibited slippage when in use with a buckle, or the buckle teeth were not securing the webbing if the webbing was not slipped through the buckle all the way. Using the IFU application, the webbing did not exhibit any slippage. A review of the complaint database did not reveal any similar events against this device in the past five years. Therefore, it appears this complaint was an isolated event. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: during the application of the belt the strap should lay flat across the buckle. Tuck excess under the belt. Always verify proper closure before use. Always check for skin integrity, proper circulation and range of motion when the belt is in use. Ensure that the belt is secure and does not compromise the patient¿s medical condition and does not interfere with tubes, lines or other equipment. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported via email they are having buckle/slippage issues with item 6531l. They stated the belt buckle is not grabbing the fabric in the belt.